Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed a resistance/impedance increase, where the weekly pace measurement log data shows a gradual increase for min and max v.pace= 1424 to 2160 ohms peak between (B)(6) 2010 and (B)(6) 2012.

Event description:
It was reported that the lead had high threshold, a gradual increase in impedance and no capture at the highest output and pulse width. The lead remains implanted and will be revised. No patient complications have been reported as a result of this event.